Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow blocked or bolus stopped alarms were noted. No prime anomalies were noted. Furthermore, no pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures pump error alarm. Customer stated that bolus was not delivered. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.